Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a multiple hyperglycemia events where the system did not alert the patient due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 5:08 pm. The patient reported that the blood glucose (bg) was 246 mg/dl. And sensor glucose (sg) reading was 155 mg/dl. The high glucose alert setting was at 165 mg/dl. The patient was able to self resolve the event by administering insulin.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The investigation analysis did not reveal any anomalies. The customer was asked to perform re-linking of the sensor, after which the system started showing better agreement between blood glucose (bg) and sensor glucose (sg) values. The root cause of the reported inaccuracy may potentially be related to period of instability. A review of the two weeks worth of data (may 6th to may 20th) was analyzed and the system was working within expectations. This incident does not require further investigation. B4. Date of this report 27 july 2025. G3. Date received by the manufacturer? 27 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.